Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device(10,102) a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse could not duplicate the issue. Fse ran simulator with balloon catheter and the iabp completed autofill successfully. However, when the trainer was connected to unit, it read "disconnect trainer- patient cables connected", falsely reading patient cables when simulator was attached. Fse reported that this issue is to be correlated with a bad front end board, so fse replaced the front end board. After part replacement, fse tested and checked device with trainer and no error message appeared. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse could not duplicate the issue. Fse ran simulator with balloon catheter and pump completed autofill successfully. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no known harm or injury to patient and no adverse event was reported.